Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needles did not release the medication during priming. All returned pe needles were examined and 2 out of 3 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that eleven pen needles did not release the medication during priming and two pen needles are bent sideways. Verbatim: consumer reported no medication flow with 11 pen needles during priming.stated yesterday 2 pen needles did not release medication during priming.stated the day before that 3 pen needles did not release medication.stated two pen needles are also bent sideways. Lot # 0189494, cat # 320550, date of event: (B)(6) 2021 and (B)(6) 2021, samples: yes, sending mai kit".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that eleven pen needles did not release the medication during priming and two pen needles are bent sideways. Verbatim: consumer reported no medication flow with 11 pen needles during priming. Stated yesterday 2 pen needles did not release medication during priming. Stated the day before that 3 pen needles did not release medication. Stated two pen needles are also bent sideways. Lot #: 0189494,cat #: 320550. Date of event: (B)(6) 2021 and (B)(6) 2021 samples: yes, sending mai kit."